Event description:
It was reported that the atrial lead had an abrupt increase in impedance and there was a possible fracture. It was further reported that the patient¿s atrial showed evidence of a lead malfunction and the patient had reported feelings of fatigue and dizziness. The lead was found to have adequate sensing but no atrial capture. The lead was programmed off and later was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg implanted: 2009-(B)(6). (B)(4).